Event description:
It was reported that during the right ventricular (rv) lead implant, prior to insertion, confirmation of tip extension outside the body was not performed. After the rv lead was inserted into the right ventricle, an initial attempt to screw-in the tip was made; however, complete tip extension was not observed under fluoroscopy despite rotation of the pinching tool. The rv lead was then removed from the body, and tip extension was checked extracorporeally. After several dozen rotations, the rv lead tip suddenly extended. At that time, a twisting motion of the lead body was observed, suggesting that torque had accumulated within the rv lead and was subsequently released all at once. X-rays were taken but images are not available. The implanting physician stated that the behavior of the rv lead tip extension was clearly different from what is typically observed. The rv lead implant was discontinued. A new rv lead was opened, inserted and the tip extended without issue and was successfully fixed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.